Event description:
It was reported that a patient underwent an orthopedic surgical procedure and suture was used. The patient experienced a postoperative infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). Infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.